Manufacturer narrative:
Device received with blank display due to missing battery spring tube contact. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test due to blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump was had full black screen. Customer¿s blood glucose was 147mg/dl. Customer stated that insulin pump was exposed to extreme temperature during sunbathing, hot stove and cold weather as well as self test was not possible. Insulin pump will not be returned for analysis.